Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that failed to open. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawers had failed to open. The field service engineer (fse) was informed by the customer that were unable to recover storage from the drawers. The connections and cables were checked, and some wear was noticed on the retractor bands. The retractor bands were replaced. The system functioned as intended after the field service engineer repaired the device.